Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent contamination. There was visible contamination by the tube holder and around the keypad. The event history log was reviewed and "check syringe plunger sensor" was found in the history multiple times. The power up process was conducted and the reported issue was able to be duplicated. The issue was caused by multiple components. The flippers were touching the top of the ear clip when the plunger assembly was pushed all the way in. The cause of the issue is known and is design related. The left plunger case, ear clip and timing plate springs were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a plunger sensor error. There was no reported adverse event.